Event description:
Per complaint (B)(4), patient experienced lack of primary stability due to error in surgical protocol.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Corrected d4 for catalog, lot and UDI#. Updated g1-g2 for follow-up report submitter, g4 for awareness date, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Unknown information: a4: patient weight was not provided. Corrected information: d4: device received is different from that which was submitted on the initial 3500a report. Catalog#, lot number, UDI#, and manufacture/expiration dates previously submitted do not apply. H4: device manufacture date is unknown.